Manufacturer narrative:
(B)(4). (B)(6). The reported event cannot be confirmed as product was not returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. For drill pin visual inspection cannot be performed since it was not returned. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the distal guide of the interlock system would not align properly once in patient, therefore the drill bit would not go through the interlock screw hole. Simply the pin driver was not capturing another pin because the driver had retained a broken persona pin tip.